Event description:
(B)(4). Initial report: this non-serious spontaneous case was reported by a consumer via a product specialist and forwarded by our local affiliate ((B)(4)). This case involves (B)(6) female pt who received an application of poly-l-lactic acid on (B)(6) 2008 for facial corrections. Relevant medical history and concomitant medication info were not mentioned. On an unspecified date, the pt discovered a nodule beside her left nostril. She reported that she could feel it, but that it was not visible, and there was no pain. The product specialist informed the pt about the importance of hard massage on the injected areas. At the time of this report, the event remains ongoing.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) has been initiated: (B)(4). Reporter's causality assessment: not provided. Additional info received on 30-sep-08: ptc results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history records) and of the analytical results of the involved batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.